Event description:
Boston scientific received information that during a revision procedure for another lead, the physician noted an insulation issue on this right ventricular lead. No lead issues or abnormal measurements were noted prior to the procedure, and the damage was assumed to be incidental due to induced damage during the explant. The lead was explanted and replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough visual evaluation of the lead was performed. The lead was returned severed 14 cm from the terminal pin with both distal and proximal segments returned. The insulation was noted to melted along parts of both segments in three locations, and were consistent with induced damage due to electro-cautery. Additionally, it was noted that the drug collar was missing from the lead tip and not returned. Laboratory analysis confirmed the allegation against the lead with no further testing performed.